Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 11 am with a high blood glucose level of 395 mg/dl. The customer complained of shoulder pain, and upset stomach. Customer was wearing the pump at the time of hospitalization. The customer did not mention any form of treatment for their blood glucose levels. The customer received a no deliver alarm on their insulin pump but declined troubleshooting at the time of the call. The customer was advised to change their entire set and to monitor the device. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.